Event description:
A patient reported experiencing pain in their lower left leg following implant of evoke spinal cord stimulation (scs) trial system. The patient was prescribed medication which resolved the reported symptom.

Manufacturer narrative:
The trial evoke spinal cord stimulation (scs) system remains implanted within the patient. The cause of the reported patient symptom could not be established. Lead migration which may result in undesirable stimulation changes and requiring surgery (including revision, explant, and replacement) as a result is listed as a potential risk in clin-uman-005177 evoke scs system surgical guide USA-PMA. The manufacturing records including sterilization records were reviewed and the product met requirements for release.

Manufacturer narrative:
The trial evoke spinal cord stimulation (scs) system remains implanted within the patient. The cause of the reported patient symptom could not be established. Weakness, clumsiness, numbness, abnormal sensations or pain requiring surgery (including revision, explant, and replacement) as a result, is listed as a potential risk in clin-uman-005177 evoke scs system surgical guide USA-PMA. The manufacturing records were reviewed and the product met requirements for release.